Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported that her daughter's blood glucose levels are fluctuating. The customer's blood glucose level at the time of incident was over 45mg/dl. The mother states that when her daughter runs high, her blood glucose levels are between 400mg/dl to 500mg/dl. The customer also states the device shutting off without warning and scratches on the display. Troubleshooting was conducted for unexpected power off, scratches on display, and high and low blood glucose. The customer was advised that the device would have to be replaced. A continuation of therapy pump is being sent out.